Manufacturer narrative:
Retainer ring = black. Unit passed the displacement test. Active current measurement within specifications. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. Unit received with high sleep current measurement due to corrode battery tube assembly. Unit received with cracked battery tube threads and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated that they got low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.